Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® plus blue meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® plus blue meter with sku # 7736 and serial # (B)(6) has the 510k # k231679 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from united kingdom reported that her blood glucose readings were not being stored in the memory of the contour® plus blue meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® plus blue meter with serial # (B)(6), and no manufacturing anomalies were found.